Event description:
Info rec'd indicates the bed will not go into the trendelenburg or reverse trendelenburg positions.

Manufacturer narrative:
The tech replaced the broken trend assembly to repair the bed.